Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. The exp date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is 2 of 2 for the same event. It was reported by the sales rep via phone that during a meniscal repair procedure the customer's truespan meniscal repair peek 12 degree did not deploy the second implant. The sales rep stated that the first implant was removed with a grasper. Then they used a second truespan meniscal repair peek 12 degree, but this device also would not deploy the second implant. The first implant of this second device was removed with a grasper. The case was completed with a truespan of a different angle with no patient harm, but a five minute delay to remove the first implants. The devices were discarded by the customer.

Manufacturer narrative:
Product complaint # : (B)(6). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was discarded and not available for evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part 228151, lot 1l49224 combination and no non-conformances were identified. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4)- incomplete the expiration date is not currently available. Associated medwatch report number: 1221934-2018-55716

Event description:
Additional information received from affiliate on (B)(6) 2018: the patient¿s bone quality was unknown because the anchors were only put in the meniscus. The surgeon was not off axis. The same hole in the meniscus was used. The implant was removed, and no debris was left in the patient. The needle angle was twelve (12) degrees. The surgeon fully depressed the trigger until the click. The tip of the needle was not still in scope view. The surgeon penetrated the meniscus all the way to the depth stop. The surgeon did not use a probe. The detached implants were removed using a biter.